Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at 8:00pm. The patient reported blood glucose results of "442 mg/dl" with the subject and "282 mg/dl" on another meter (onetouch ultra meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At the time of the issue, it is not known whether the patient was taking any diabetes medications or made any changes to his diabetes management regimen. The patient claimed prior to the alleged issue, he was feeling lightheaded and wobbly. The patient however denied receiving any medical treatment. At the time of troubleshooting, the cca was able to verify the subject meter's unit of measure was set correctly and an approved sample site was used. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) is k082590.